Event description:
Directions: use as directed with ohtuvayre (inhale the contents of 1 ampule via nebulizer 2 times a day once in the morning and once in the evening.) Patient's daughter reported the nebulizer that was shipped to them is not working. Unknown if patient experienced an adverse event. Unknown if patient missed dose. Unknown if device available for return. Date of malfunction: (B)(6) 2025. Unknown if provider is aware. No further information provided. Reported to (B)(6) by pt/caregiver.